Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The reported event was confirmed from the results of inspection; however, it could not be reproduced, and no abnormality was found with the unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As part of investigation, the olympus sales representative followed up with the facility¿s biomed engineer customer and was informed that the camera was tested in a different room and the error issue was replicated. The biomed believes the issue is not related to the processor. The biomed reported that cameras was put into service (3) three months ago. In addition, the camera was returned to olympus (B)(4) for evaluation. The customer¿s complaint of an ¿ e224¿ error was not duplicated. No abnormalities were noted with the camera during evaluation. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified procedure, there was an error code ¿e224¿ that continues to populate mid surgery which stops any image from being displayed. When the ¿e224¿ error occurs the image becomes very dark and the camera will not white balance the customer states at times unplugging, wiping and drying the camera head then reconnecting corrects the error, but this only works intermittently. The intended procedure was completed with a similar device. There was no patient injury reported.